Event description:
It was reported that stent damage occurred. A 3.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during procedure, the distal stent strut got damaged. The procedure was completed with another of same device. No patient complications were reported.